Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the blood glucose readings have been high. Caller requesting a replacement insulin pump. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experiencing extreme thirst, urination and vomiting. Hospital treated with manual injections, the current blood glucose is 238 mg/dl. Nothing further reported.